Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the patient had an initial tka on an unknown date. The patient was scheduled for revision surgery on (B)(6) 2024. No other information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6. MDR section codes updated/corrected: b, c, d, e, f. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported event cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images were not provided. The provided radiographs appear unremarkable for implanted components. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.